Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer medline wheelchair, serial number unknown with reduced brake force. Please find additional contact information below. Lahey health shared services (B)(6), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).